Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was that the caller reported that they thought the device was at eos, but today they got shocked 3 times and 2 of them were very intense. They said it felt like the sciatic nerve pinched in the groin area. The caller tried connecting to their implant on their own and saw "pos". Reviewed that there is no pos message. The caller tried again while on the call and reported por. The agent reviewed reasons for por and redirected to their doctor. The caller left a message for their practice, but their doctor left. The agent asked what the caller was doing when the shocks happened. The caller stated they live out in the country and were doing work on a septic system. The patient was redirected to their healthcare provider to further address the issue. The agent assured the caller that with a por the amplitude is zero, but it was unknown if the por occurred before the shocks or after.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.